Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported power adaptor of a spectrum pump caught on fire which was observed during visual inspection. The reported condition was verified. The cause was determined to be a burned alternating current (ac) power adaptor. The ac power adaptor was replaced to correct this condition. No damaged found on both external and internal parts of the pump. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information h6: investigation conclusion code d02 is updated to d11 as the result was fluid spillage. Additional information h10: evaluation found burned alternating current (ac) power adaptor and therefore the ac power adaptor was required to be replaced to correct the reported problem. The burn damage observed to the hot and neutral prongs appears to a result of fluid spillage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power adaptor of a spectrum pump caught on fire and the outlet was scorched. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. The user facility biomed manager indicated the issue may be a result of the positioning of the intravenous (IV) bags/medications directly above the electrical outlets which can drip down onto the plug/adaptors while they are plugged in. No additional information is available.